Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric pouch. According to the reporter: by removing the first vertical gastric pouch stapling, cutting occurred without stapling. The stapler was twisted and did not pass through the trocar, being necessary to remove the trocar, leaving the stapler into the abdomen and then by removing the stapler punch. I did the sutures of the lesions in 2 planes and drained with 2 penrose drains.